Manufacturer narrative:
Per the clinic, this patient experienced swelling after the initial implantation which has led to a skin flap breakdown and viral infection. The patient underwent a fluid drainage procedure (specific date not reported) and was reimplanted on contralateral side with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the receiver/stimulator. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery under general anaesthesia. The patient also was treated with oral antibiotics.

Manufacturer narrative:
Correction: the patient was reimplanted on the same side with another cochlear device, not on the contralateral side as reported in previous MDR [6000034-2025-02185], submitted on july 30, 2025.